Event description:
It was reported during an atrial fibrillation ablation procedure a cardiac tamponade occurred. The physician used velocity to map geometry and completed rf ablation on the left superior pulmonary vein with a cool flex catheter when there was a complete power outage in the procedure room. There was no x-ray, ep workstation, velocity and no lights for approximately 10 minutes. When the power returned, all devices were turned back on and the velocity study was resumed; geometry and the first points of rf ablation had remained on screen. There were no problems with catheters on the map and rf ablation with the cool flex was reinitiated. After a few minutes the patient experienced nausea and a low heart rate which required internal pacing to increase. The blood pressure then decreased and a transthoracic echocardiogram confirmed cardiac tamponade. A pericardiocentesis was performed and the anticoagulation was reversed. The procedure was terminated. The current status of the patient is listed as good.

Manufacturer narrative:
Method: we were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The cause for the reported event remains unknown; however, the most likely root cause classification of the cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.